Manufacturer narrative:
No issues were identified during a review of the alarm trace.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient urine sample tested for tpuc3 total protein urine/csf gen.3 (tpuc3) on a cobas 8000 c 702 module. The initial tpuc3 result was 148.6 mg/dl. This result was reported outside of the laboratory. On (B)(6) 2017 the sample was repeated 5 times with results of 15.7 mg/dl, 16.7 mg/dl, 15.2 mg/dl, 15.6 mg/dl and 15.5 mg/dl. There was no allegation that an adverse event occurred. The tpuc3 reagent lot number was 245521 with an expiration date of 08/31/2018. All patient results on (B)(6) 2017 were calculated by the same calibration curve and quality control (qc) results prior to all patient tests were within the acceptable range. The customer repeated all patient samples from (B)(6) 2017 and all patient sample result were normal except this one. No other tests were affected. Calibration and qc data were acceptable. The field service engineer (fse) visited the customer site and found that the reagent probe and the sample probe were dirty and cleaned them. The fse also observed that the pressure of the main pump was a little high and this was adjusted. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent and hardware issue can be excluded since calibration and qc data was acceptable. The most likely root cause of the issue was due to the dirty sample probe identified by the fse. The sample probe may have transferred too much sample due to deposits on the outside of the probe.